Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive to touch. Customer's blood glucose was between 190-215. During troubleshooting with tandem technical support, the issue was resolved.